Event description:
A report was received on the a1059 mayfield modified skull clamp. According to the nurse, while draping the patient the clamp became loose at the pressure gauge knob end. There was no injury to patient but it was decided to remove the clamp as a precaution. There was a 15 minute delay as they had to had to re-pin the patient with another skull clamp and re-register the igs navigation device. Additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 07 jun 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: evaluation of device: the complaint was not confirmed - no issues observed. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The DHR review shows two service history records: (B)(4) 2016 (complaint that the unit would not lock) and (B)(4) 2016 (routine maintenance). Date of manufacture: 30 sep 2006. No manufacturing or design related trend has been identified. Conclusion: in summary the investigation was unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements.